Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received discrepant results via the veritor at home test kit. Problem description: customer wanted to know that if one day the test stick had 1 line and was negative then days late 2 lines and was also negative does this mean the app read it wrong. Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
After further review, the previous MFR. Report # (B)(4) was submitted in error. There were no discrepant results, and the device functioned as intended.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported that customer received discrepant results via the veritor at home test kit. -problem description: customer wanted to know that if one day the test stick had 1 line and was negative then days late 2 lines and was also negative does this mean the app read it wrong -date of event or issue: (B)(6) 2021.